Manufacturer narrative:
H3, h6: the navio surgical system au, part number npfs02070, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Although the product was not returned the software files and screenshots were downloaded from the device and provided for investigation. The reported issue could not be confirmed with the provided information. A possible contributor factor for this situation could be related to the trackers moving and not redefining the checkpoints. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a navio tka procedure, the surgeon had planned to gaps, and found that laterally was tight. So, he performed lateral release. But when performing lateral release, he noticed that something "moved". Re-acquired gaps after release and noticed that values were way out to what was expected. So, he redefined femoral checkpoint and noted that array had moved (greater than 20mm from memory). So, surgeon decided to use back screen all the way to beginning to "start again" (except for handpiece calibration). They acquired all points, including the hip centre. When they came to implant planning, warning screen came up re: implant position different to previous plan. They continued on and saw that the femoral positioning was way out compared to the mapped surface area (as if it had remembered the implant positioning from the original "pre moved" femoral array). They abandoned navio case due to non trust of system. The procedure was completed with a delay fewer than 30 minutes using standard manual instruments and without further issues.